Manufacturer narrative:
The pump was received with blank display due to moisture damage on the mother board. The pump had moisture damage on the motor and force sensor resistor. The self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion test, prime, off no power test, and excessive no delivery test, were unable to be conducted due to blank display. The pump was unable to confirm excessive no delivery alarm due to blank display. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage to their insulin pump and no delivery alarms. The customer's blood glucose level at the time of incident was 121mg/dl. The customer states they went swimming with the pump. The customer was advised the pump would be replaced and returned for analysis.